Event description:
It was reported that the pump battery would not charge, although there was no adverse impact to the customer's blood glucose level. The customer initially used a wall outlet with a tandem charging cable and tried leaving the wall adapter plugged in for at least 30 minutes. Technical support advised plugging the pump into a different outlet, and ultimately, using a non-tandem charging cable and wall adapter resolved the issue, allowing the pump to charge. The caller was informed that tandem does not recommend using third-party charging supplies unless for troubleshooting purposes, and they acknowledged this information. As a precaution, technical support arranged to send a replacement tandem wall adapter and charging cable, and no further assistance was required.